Event description:
It was reported that the patient had frequent and difficulty charging the ipg. It was also stated that the patient was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.